Event description:
The event is reported as: the customer alleges that the catheter leaked at the 8-10cm end of the device. Another catheter was used without any problems. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.